Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensors gave inaccurate readings. He stated that when the blood glucose reading was 212 mg/dl, the sensor read 82 mg/dl and that threshold suspend was activated when the blood glucose was 198 mg/dl. He stated that he felt the system was dangerous to use. Customer also received lost sensor and change sensor alerts. Nothing further was reported.